Manufacturer narrative:
Sales representative found out that the customer had the base set as "alert only" and the cable was not in the alert jack of the level module causing the reported alarm. The sales representative corrected the issue by putting the cable in the correct jack and the base was working good with no alarms. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, an error message occurred on the central control monitor (ccm): "level sensor not attached". The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or adverse consequences to the patient.